Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the patient experienced heart failure. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was implanted in the laa. During the case the patient received the standard intravenous (IV) fluids, but they must have received an ¿overload¿ in fluids because they went into heart failure post procedure. The patient was treated and is stable and doing well while under observation.